Event description:
It was reported that: "pt had a revision in (B)(6) 2008 to exchange his polyethylene and he still continues to feel the moving of his knee. He is in extreme pain and hears a popping , and cracking sound. Pt agreed for stryker to contact his surgeon."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and med records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same as: MFR # 2249697-2011-00285.